Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a keypad anomaly. The customer stated the up and down arrows, along with the act button were not responding. Customer's blood glucose 104 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
During testing the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the liquid crystal window display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.